Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, shaft break occurred. The target lesion was located in the unspecified artery. A 2.00 mm x 15 mm emerge balloon catheter was introduced into the guiding catheter and after being pushed over, a bend of the catheter broke in the shaft, without reaching the vessel. Both pieces could be easily extracted. No further information is available at this time.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, shaft break occurred. The target lesion was located in the unspecified artery. A 2.00 mm x 15 mm emerge¿ balloon catheter was introduced into the guiding catheter and after being pushed over, a bend of the catheter broke in the shaft, without reaching the vessel. Both pieces could be easily extracted. No further information is available at this time.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. There was a complete separation of the hypotube, confirming the reported 'broken' shaft. The hypotube separation was 18.5cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The reported 'broken shaft' was confirmed, however; there was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).